Event description:
It was reported that the patient experienced dizziness. The implantable pulse generator (ipg) was interrogated and the following was observed: impedances were stable in both leads (atrial and ventricular), but in the ventricular lead bipolar and unipolar measurements were almost the same. The atrial lead did not capture and was not sensing. In the atrial electrogram (egm) a signal was observed at the same time of the egm-ventricular. There were several atrial tachycardia/ atrial fibrillation (at/af) episodes registered with atrial oversensing. During the follow- up oversensing was seen for a few seconds in both channels and the ipg did not detect the p-wave or the r-wave. During the revision procedure the leads were tested through the analyzer and values were normal. The device was explanted and replaced and the leads remain in use. No further patient complications have been reported as a result of this event.

Event description:
It was reported that the patient experienced dizziness. The implantable pulse generator (ipg) was interrogated and the following was observed: impedances were stable in both leads (atrial and ventricular), but in the ventricular lead bipolar and unipolar measurements were almost the same. The atrial lead did not capture and was not sensing. In the atrial electrogram (egm) a signal was observed at the same time of the egm-ventricular. There were several atrial tachycardia/ atrial fibrillation (at/af) episodes registered with atrial oversensing. During the follow- up oversensing was seen for a few seconds in both channels and the ipg did not detect the p-wave or the r-wave. During the revision procedure the leads were tested through the analyzer and values were normal. The device was explanted and replaced and the leads remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed the returned device identified a failure condition that disappeared during analysis.

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. Medtronic implantable pacing lead 2004 (B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.